Event description:
It was reported that during a follow-up visit the right ventricular (rv) lead showed low pacing impedance, oversensing and intermittent capture. Reprogramming was done and the lead remained in use. It was also reported that there were short v-v intervals greater than 300 and failure to capture consistently. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086-45 lead, (B)(6) 2012. (B)(4).